Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were intermittently responding and required multiple hard presses to respond. The reporter stated that the issue first occurred about a month earlier and was getting worse. The patient confirmed that the keypad was intact and there was no known trauma to the pump. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'ok', 'up', 'down' and 'contrast' buttons. The keypad is intact and when removed for investigation, contamination was noted under all button contacts.